Event description:
Consumer reported applied ace heat therapy patch on his back for (5 1/2) hours and when his spouse removed the patch, skin came along with it. Consumer had several blisters and was diagnosed with first degree burns. Consumer did seek medical attention and received bed painkiller and burn cream for treatment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.